Event description:
Emt's responded to a person in cardiac arrest. The patient was connected to the device with ECG electrodes and diagnosed as in emd vs. Vfib. Disposable defibrillation/ECG electrodes were then applied to the patient and the device placed in advisory mode but, according to the reporter, when the device switched from lead ii to paddles, the patient's ECG was obscured with excessive artifact and a connect electrodes message alarmed. The reporter stated this malfunction occurred twice more until the emt's swapped out the device with a backup defibrillator/monitor at the scene. The patient was not resuscitated. The reporter stated the patient's death was not caused or contributed to by the alleged malfunction because the patient was not viable.